Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a single incision sling for stress urinary incontinence procedure performed on (B)(6) 2018. According to the complainant, the physician placed a solyx sling in the patient and perforated the bladder, this was noticed upon performing cystoscopy after insertion of the sling in the patient. He then removed the sling and placed a new solyx sling in the patient. A second cystoscopy was performed, and the physician did not see any further perforation. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.